Event description:
Treatment of a supraclinoid aneurysm. It was reported that the patient was implanted with one pipeline on (B)(6)-2012 and the pipeline subsequently migrated. Another pipeline was deployed to ensure adequate aneurysm neck coverage.no patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation was it was implanted in the patient.(B)(4).